Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant was placed, a failure occurred upon insertion. The implant did not obtain primary stability. Clinician reports insufficient healthy bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant was placed, a failure occurred upon insertion. The implant did not obtain primary stability. Clinician reports insufficient healthy bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.